Event description:
It was reported that the insulin pump was not registering the boluses all the time. The mother stated that the customer's doctor suggested having a replacement of the device. It was stated the carelink reports revealed that some of the days had only one entry, and other days showed all the entries. The bolus history was reviewed and matched with the reports. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.